Manufacturer narrative:
The customer reported that a single slot on the central nurse's station (cns) is causing it to reboot when going into trend data. Advised the customer to reset the receiver card by changing the channel and then back again. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a single slot on the central nurse's station (cns) is causing it to reboot when going into trend data.

Manufacturer narrative:
The customer reported that a single slot on the central nurse's station (cns) is causing it to reboot when going into trend data. Advised the customer to reset the receiver card by changing the channel and then back again. Customer confirmed that discharging the patient and readmitting the patient resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.